Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where his scs system was explanted and replaced which resolved the reported issue.

Manufacturer narrative:
Evaluation codes: results: the complaint for high impedance was confirmed. Continuity testing on one of the cut terminal ends showed multiple open (electrically) channels. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing partial loss of stimulation primarily in his right leg. Reprogramming was able to provide some stimulation coverage, but was unable to fully cover the patient's pain area. It was also reported the patient's abdominal ipg that controls the paddle lead in the patient's epidural space is showing high impedance readings on multiple lead contacts. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.